Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before and during a laparoscopic hysterectomy procedure, it was found the error e116 which indicated the subject device had malfunction was displayed and the subject device restarted. The user facility replaced the subject device to another device and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated and there were a lot of green dust accumulate everywhere inside the subject device. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the dust around gpu and on the printed-circuit board due to the handling. Olympus stated the appropriate handling of otv-s400 and the counter measures against abnormalities in the instruction manual of otv-s400.